Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where the lead was repositioned to cover t8.

Manufacturer narrative:
The date of surgical intervention was (B)(6) 2015, which was inadvertently omitted from follow up #1. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified reprogramming resolved the pain thus issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing positional stimulation. Reprogramming was unable to resolve the issue. Follow up information identified the patient presented to the ER experiencing severe back pain. X-rays confirmed the lead had migrated. Surgical intervention may be pending to address this issue.